Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the breath delivery (bd) printed circuit board (pcb), which resolved the issue. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated a loss of communication issue. The ventilator was not on a patient at the time of the event.